Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. After clearing the electrograms, the device resumed normal function. The patient's condition post event was stable.